Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was having nausea, vomiting, and increased pain. Testing did not indicate the pump had stalled. A dye and rotor study was performed and there was no malfunction noted. The patient was fine and treatment was effective. It was noted the symptoms were subjective. The pump was being used to deliver morphine, bupivacaine, and clonidine. It was also reported the patient was going to go in on (B)(6) 2013 for an ¿it¿ replacement and then will be seen on (B)(6) 2014 for ¿post it replacement.¿

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that patient was in ¿icc¿ for 3 days because the pump was "shut down". Patient went through withdrawals. Healthcare provider (hcp) gave patient shots of morphine to resolve the problem. Hcp did a catheter study and other studies to find out what was going on. Hcp removed the medication and replaced it with new medication. Per reporter when hcp removed old medication, there was more medication than what should have been in there. Hcp informed the patient he thought the medication might have been the issue. Additional information has been requested; a follow-up report will be sent when it becomes available.